Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the subject controller performed as intended and exhibited no functionality issues during the testing process. The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended during testing. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge or power interruption to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. An issue with one of the concomitant devices in use at the time of this complaint event. Electrode wear on the used wand which could lead to diminished functionality. Insufficient saline flow to the surgical site. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was not ablating properly. The procedure was completed with an unknown competitive device. No surgical delay, patient injury or other complications were reported.